Manufacturer narrative:
The device was returned for analysis, and the evaluation was completed on 08oct2024. A visual and tactile examination was performed, and it identified that the shaft was noted to be detached approximately 37mm proximal from the distal tip. The part of the shaft that was detached had the balloon section attached. A circumferential tear was noted on the proximal section of the balloon. From the circumferential tear a longitudinal tear was noted. Additionally, one of the blades was lifted.

Event description:
It was reported that balloon rupture occurred. A balloon angioplasty of arteriovenous fistula in renal dialysis was performed in the vascular access. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for treatment. Prior to procedure, it was found that the head of the device had burst during pressurization. The device was replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.